Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7xb c-ring was bent and was difficult to retract. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the metal slider and scope wash tubing were bent, but were intact and connected to the c-ring. A functional test was performed on the device. The c-ring was bent when it was retracted. Based upon this, the reported complaint was confirmed. (B)(4).